Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the pump was reset and a new cartridge was loaded resolving the issue and the customer continued using the pump for insulin therapy.